Event description:
A caller reported experiencing a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. The caller was initially attempting to load a new cartridge, but the issue was not resolved through reloading the same cartridge. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area. Despite these attempts, resolution was achieved by guiding the caller through the process of filling and loading a new cartridge onto the pump using the proper technique. Once successful, the caller was able to resume insulin use and place the pump back in its case.